Event description:
While treating a pt with the model 3100a, the mean airway pressure dropped from 18 to 10 cmh20 and the 3100a's alarms activated. The pt was hand bagged, then placed on another type of ventilator without compromise.